Event description:
It was reported a titanium collar with grooves broke during surgery. No delay in surgery and no patient adverse event was reported. Surgery was successfully completed with another device.this is report 1 of 1 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
Device was used for treatment, not diagnosis.additional narrative:additional device product code: mnh, kwp and kwq. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.